Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer who stated that smoke was coming from downloader-printer cord/port of downloader serial number (B)(4). The product was replaced at no charge per service agreement and returning for further investigation. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on 01/12/2015. Failure resulted from an unknown liquid ingress causing a component to short circuit.

Manufacturer narrative:
(B)(4)

Event description:
Na